Manufacturer narrative:
Findings: unit passed the self-test, unexpected restart error test, displacement test and rewind. Unit alarmed motor error during basic occlusion test due to moisture damage on the force sensor alarm. Unable to verify compromised force sensor alarms due to motor error alarms. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. All operating currents are within specification. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 114 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.